Manufacturer narrative:
The device was returned to zoll (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. The batteries used at the time of the report were returned and passed all testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.